Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage verification check passed. System air leak test passed. Valve actuation test passed. Teach pumps test passed. There were visual no indications of dried fluid under the pump assembly and the bottom cover. There were no discrepancies encountered with the mushroom heads. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) nurse reported a cycler screen was dim during ready. Display brightness was set to 10, rebooted cycler but screen remained dim. Fresenius technical support replaced cycler due to brightness problem. Upon follow up it was determined that the patient was able to complete treatment. No harm or adverse events were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.